Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial channel of the pacemaker exhibited far field r-wave over-sensing which resulted in inappropriate mode switch. No intervention or changes were reported, and the patient's condition was unknown.